Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager repeatedly failed and also drawer 2.1 was failed. A field service engineer (fse) reseated re-crimp the latch, completed the inventory, and confirmed that testing was successful. For drawer failure raised follow ups to get repair info, did not received any response. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager repeatedly failed and also drawer 2.1 and drawers d2 and d3 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.